Manufacturer narrative:
The baxter technician found the sidecom cable needed to be replaced. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not alarm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in nov 7, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom cable to resolve the reported event. Based on this information, no further action is required.

Event description:
On 26-jan-2026, a company representative - service personnel contacted technical service to report that versacare frame (product code p3200j000035, serial number (B)(6)), had bed exit not alarming to nurse station. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.